Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states chair will start moving backwards when joystick is released.